Event description:
It was reported that during follow-up, the physician felt that the battery of the pulse generator had depleted prematurely based on values from implant. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.